Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged,disengaged; cartridge batch number: k48d7d; cartridge position: loaded; drivers present in cartridge, present/up; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition, good; staples present? Formed/unformed, none and swing tab position: locked/unlock, locked. Functional tests & results: instrument safety lockout properly, yes; staple heights conforming, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed all the staples as designed. The staple heights and staple formation was measured and were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the tlc55 was used during a large bowel resection. It was reported the pt was readmitted due to a bowel leak. No other info is available at this time. Rep will call back if he obtains add'l info. 10/20/1997 the rep reports the lot number of the instrument. 10/20/1997 it was reported the original procedure was on 08/27/1997. The pt was readmitted on 09/23/1997 and the pt was then taken to the or for possible aaa repair. During the reop it was discovered there were several abcesses and a bowel leak.